Event description:
The customer reported the system intermittently would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the memory nodes, erased pt images from hard drive, replaced the hard drive, replaced the workstation power supply, replaced the video controller board, replaced the system interface board, replaced the single board computer, replaced the display adapter board, replaced the image processor board, adjusted the workstation 5 volt power supply, reloaded software and performed a camera calibration. The system operates as intended.